Event description:
It was reported that, "infection. Took out head and liner, washed it out and put in another head and liner."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report. The c-taper inter-nk head 32mm ID, cat# s1400-hh32; lot 85475301 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.